Event description:
On (B)(4) 2013, the reporter contacted animas and stated that while programming the replacement pump, the patient went to ER on (B)(6) 2013 due to high blood sugar. Due to multiple pump issues, the patient had been instructed by animas on (B)(6) 2013 to discontinue pump and go on a plan back up until a replacement pump arrived patient was taking novalog/lantus prescribe by health care provider (hc)p until replacement pump. On (B)(6) 2013, patient experienced a high bg of 517 mg/dl and felt 'lousy'. Patient took 10 units of novalog at time of high bg and tested bg of 544 mg/dl. The patient spoke with her hcp who instructed her to go to ER. Patient went to ER at 1:30 pm, was given IV fluids and a blood test. She is unsure of treatment given, but does not think she was given insulin. Her bg came down into 300 mg/dl range and she was released and was home again by 5:30 pm on (B)(6) 2013. Customer technical support (cts) assisted the patient in programming the replacement pump, and she is back on pump therapy/ this complaint is being reported as a patient required medical intervention for a hyperglycemic event which occured while the patient was on an alternate insulin delivery plan, as instructed by animas.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 2015-09-18. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.